Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. Ts advised the customer to replace the battery. The customer ordered a battery to make the necessary repairs. Numerous attempts were made to obtain follow up information from the customer on the repair status of the device without success. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that when ac is connected the alarm light stays on with nothing on the screen and a "battery faulty or missing" error code. The customer reported that there was no patient involvement.